Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially states item is breaking in the canals. On (B)(6) 2013, customer reports k-file broke off in root canal. X-ray assures broken piece removed from the canal, no harm done.